Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause for the reported failure can be attributed to user error of the device due to improper setting of the processing kit. The complaint allegation was not confirmed, and no evidence of the failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14 january 2025, it was reported by a sales representative via email that an abs-10066 angel prp system centrifuge EU (new) was reported to have failed during use. This occurred on (B)(6) 2025 in (B)(6) hospital during a bone marrow concentrate procedure. It was reported that initially, the cassette fit correctly into the chamber of the angel centrifuge. After extracting the bma and placing it into the fill chamber, the centrifuge was turned on. However, the black arm that secures the cassette beneath the lid did not hold it properly during high spin speeds, resulting in an error message. The case was not completed successfully despite attempt to use the backup bmac kit which had the same issue. The procedure had to be aborted. There was case involvement.